Manufacturer narrative:
(B)(4). On september 28, 2021 customer alleged pump has cosmetic damage (cracked battery compartment). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked case on corner of belt lip rails, pillowing keypad overlay, cracked case above arrow and battery icon, and cracked retainer. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt lip rails was noted.

Event description:
Information received by medtronic stated that the insulin pump had crack on back of it. No harm was required during medical intervention. The insulin pump was returned for analysis.